Event description:
The account alleged the brakes are not holding. No injury reported.

Manufacturer narrative:
The account replaced the brake rocker arm, connecting rod and roll pin to resolve issue.